Event description:
The customer reported that during a surgical procedure there was a loose thread trailing from the sponge, posing a risk of the thread being left behind in the surgical site. The thread did not detach. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A photograph of the device was provided for evaluation.

Event description:
The customer reported that during a surgical procedure there was a loose thread trailing from the sponge, posing a risk of the thread being left behind in the surgical site. The thread did not detach. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.